Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box started on (B)(6) 2014. The pump was used after the original complaint date of (B)(6) 2013 and all histories and black box data for event have been overwritten. The meter was not returned with the pump. A review of the current black box and alarm history showed no errors, alarms, or warnings associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the pump was not being implicated in the event however the pump could not be ruled out through troubleshooting to confirm. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 reporting a blood glucose of hi on the meter (over 600 mg/dl) with no signs or symptoms of hyperglycemia. The patient declined troubleshooting of the event. The patient reported that the pump was not being implicated in the event and reported that a health care provider was making adjustments to the insulin to carbohydrate ratio, insulin sensitivity factor, and target blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributor to the event.